Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use an nc solarice device. There was no damage noted to the balloon packaging. There were no issues noted when removing the device from the hoop. The device was inspected and negative prep was performed with no issues noted. The intended lesion was situated in the lad and was calcified, tortuous with 99% stenosis. The balloon was being used to post dilate. It is reported that the device broke in two pieces in vivo during advancement on the 0.014" guide wire and was removed with the guide wire. The balloon did not burst or leak during the procedure. The physician believes that the event was procedural related and not device related.

Manufacturer narrative:
Evaluation summary: a kink was evident on the hypotube 3.5cm distal to the strain relief. Kinks were evident on the hypotube 1.5cm proximal to the detachment site. The device returned with a detachment on the hypotube 18cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.